Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's school nurse reported via telephone call that the insulin pump alarmed for a safety error. The blood glucose reading was 112 mg/dl. The alarm had not occurred during the rewind process and had occurred three times. The nurse was advised that the insulin pump needed to be replaced. A message was left with the customer's parent regarding the insulin pump replacement.